Event description:
The customer reported that the system locked up during boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cmos battery. The system operates as intended.